Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated she started having high blood glucose and she has noticed that the insulin is coming out of the top of the quick release and not going into her body. The customer changed her infusion set. The customer states the location of the leak is the hole the introducer needle pulls out of. The customer's blood glucose was 555 mg/dl and she declined troubleshooting. Nothing further reported.